Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Test p-cap and reservoir locked properly into reservoir compartment during testing. After multiple battery replacements unit persisted on blank display. Pump received with blank display due to cracked case behind the pump at the battery compartment causing the battery tube to become loose and test battery cap not making contact to the battery tube. The battery tube assembly was push back in the right position, monitored and no blank display noted. Proceeded with the following testing to ensure proper functionality of the unit. Unit was sent to download for further testing, however unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to deconstructive analysis prior to download. During download history review no relevant alarms were noted to confirm customer's allegation. No blank display noted during testing. Unit was received with in summary, customer allegation for cosmetic damage was confirmed during visual inspection when cracked was noted. In addition, unable to confirm customer's concern of alleged high bg. For additional information regarding the tests performed refer to (B)(4) appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported damage on the battery compartment. The customer reported blood glucose value of 255 mg/dl. The customer reported hyperglycemia treated by walking. The event involved product(s) mmt-1884, mmt-332a and unomedical. Troubleshooting was performed for high blood glucose and the customer has been using the insulin pump system within 48 hours of reported event and customer was using the auto mode/smart guard feature at the time of the event. Troubleshooting was performed for damage and there was no functionality damage. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for unomedical.